Manufacturer narrative:
The patient age and weight was not provided. (B)(4). Approximate age of device: 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the lvad clinicians suspected the patient maybe experiencing right heart issues. An echocardiogram (echo) was performed and revealed issues with lvad flow. The patient's lactate dehydrogenase was at baseline in the 230 u/l range, with no upward trending. The patient's aortic valve was opening with every beat. The team felt the pump was not operating, as the lvad system produced low flow alarms with flow readings in the 2.0lpm range with lvad speeds of 9600 rpm. Cardiac catheterization with contrast, and computerized tomography 3d scan were performed to look at the outflow graft. There was no indication of a kink or any other issue with the outflow graft. A decision was made to perform a pump exchange with another manufacturer¿s device. During the exchange it was noted that the outflow graft had ¿no issues¿. The inflow cannula was inspected and a clot was seen at the bend of the conduit. The pump had little flow going through the device. The pump was sent to the pathology lab for analysis and will not be returning for analysis. Pictures were provided for investigation. No additional information was provided.

Manufacturer narrative:
The report of a clot in the inflow cannula was confirmed based on the submitted photographs. The submitted photographs showed a red, tissue-like deposition situated between the inlet elbow and inlet stator. The deposition¿s lack of laminated layering indicates that it did not initially form at this location. The deposition was large and appeared to fully occlude the blood flow path. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.